Manufacturer narrative:
(B)(4). Eval results: death.

Event description:
One endeavor sprint over-the-wire drug eluting was implanted at the proximal rca. At 2 month f/u and at 9 month f/u, pt was asymptomatic / free of symptoms. A pt death is reported to have occurred 4 days later. Cause of death is unk.